Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left breast prosthesis rupture and granuloma, bilateral capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation procedure with mentor memory shape breast implant 330cc gel breast prostheses when the left breast prosthesis ruptured post implantation. The rupture was confirmed via MRI. In addition, the patient underwent a biopsy that found a foreign body in the left breast. The biopsy determined the foreign body to be a silicone granuloma. Lastly, the patient developed baker grade iii capsular contracture in both of her breasts post implantation. As a result, the patient underwent bilateral explantation on (B)(6) 2021 the removed devices were discarded following explant surgery. This medwatch report is for the patient¿s right breast prosthesis.